Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller by providing pump reset information, which successfully resolved the issue. The customer was instructed to call back if the malfunction recurs and understood these instructions, allowing them to continue using the pump.